Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. The patient was in stable condition.